Event description:
My fathers heart stopped at about 5:45 pm in 2007. Immediate CPR was started by my niece and was assisted by fireman who arrived a couple of mins after his heart stopped. Em-ambulance-people continued CPR and used external defibrillator on the way to hospital to restart heart when they realized that internal medtronic defibrillator was not working. My father heart had stopped about a week earlier and defibrillator worked. Both ER doctor and heart doctor - that was called in to evaluate my father told us that the defibrillator had malfunctioned. They said that there was a problem with the defibrillator algorythym and the defibrillator reset - 3 times- instead of shocking my fathers heart. They said that ther was not a problem with the wires and they were going to call the medtronic representive to evaluate my father. The medtronic representive arrived and evaluated my father without our knowledge. I saw him as he was leaving but did not have a chance to see what he determined during his evaluation of my father. He quickly disappeared before I realized who he was. I had previously met the medtronic representive at my fathers heart doctors office.